Event description:
It was reported, following a percutaneous procedure, a 6f angio-seal vip was selected for use. The device was deployed but a small amount of bleeding occurred so manual compression was applied initially followed by a femostop. The physician stated that the pt's condition was okay. Three days later on (B)(6) 2010, the pt experienced symptoms of vessel occlusion. Diagnostic tests revealed that the inner anchor was located down in the knee causing ischemia. The pt underwent surgical intervention and the anchor was removed. The pt was reported to be doing better but some small circulatory dysfunction in the leg remains.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There is no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the review of the manufacturing traveler. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.